Event description:
It was reported that guide wire was ruptured completely, not smooth, curved. The device was not used on a patient.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of wire deformation was confirmed. The product returned for evaluation was one 0.018¿ guidewire. The sample was received in its plastic hoop. Fluid residue was observed throughout the wire. The wire exhibited deformation beginning approximately 3cm from the distal end. Microscopic inspection of the distal region of the guidewire confirmed two kinks. The first kink was approximately 3cm proximal of the weld tip and the second was just proximal of the tip. The kinks appeared to have been caused by device manipulation, and the presence of use residue indicated that manipulation may have occurred during or preparatory to device use. A lot history review (lhr) of redp3544 showed one other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp3544 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that guide wire was ruptured completely, not smooth, curved. The device was not used on a patient.